Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") in an adult female patient who had essure (batch no. 626598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, depression, anxiety, bladder disorder, urinary tract disorder, fatigue, sinus disorder, tooth disorder, diarrhea, nausea, vomiting, constipation, stress incontinence and low back pain. Concomitant products included medroxyprogesterone (depo provera), oxycocet (percocet) and vicodin (hydrocodone w/acetaminophen). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), rash ("rash") and weight increased ("weight gain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (davinci total laparoscopic hysterectomy and bilateral salpingo-oophorectomy, oophorectomy (bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, rash, weight increased, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following one/ones were described in patient via medical records confirming events pelvic pain, painful intercourse, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet- all relevant medical history, concurrent condition, lot number were added. Events vaginal haemorrhage, menorrhagia, dysmenorrhoea were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") in an adult female patient who had essure (batch no. 626598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, depression, anxiety, bladder disorder, urinary tract disorder, fatigue, sinus disorder, tooth disorder, diarrhea, nausea, vomiting, constipation, stress incontinence and low back pain. Concomitant products included medroxyprogesterone (depo provera), oxycocet (percocet) and vicodin (hydrocodone w/acetaminophen). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), rash ("rash") and weight increased ("weight gain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (davinci total laparoscopic hysterectomy and bilateral salpingo-oophorectomy, oophorectomy (bilateral). Essure was removed on 7-jul-2016. At the time of the report, the pelvic pain, dyspareunia, rash, weight increased, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative concerning the injuries reported in this case, the following one/ones were described in patient via medical records confirming events pelvic pain, painful intercourse, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), rash ("rash") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2016, she underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, dyspareunia, rash and weight increased outcome was unknown. The reporter considered dyspareunia, pelvic pain, rash and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.